Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable was damaged and wires were exposed. The root cause of the damaged electrode belt cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.